Manufacturer narrative:
The unit was received with minor scratched display window, cracked case at display window corners, missing black o ring and seal from inside the reservoir tube, cracked reservoir tube window through reservoir tube, and cracked battery tube threads. The reservoir does not stay locked in place properly due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump broke. The tip of the rim of the reservoir compartment broke off when they unscrewed it. The customer's blood glucose level was unknown. It was cracked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.